Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to obtain additional information from the customer were unsuccessful, including a final attempt by letter. A product evaluation confirmed that the housing was breached and that the prongs were sunk into the housing, exposing internal electronics, which is a safety risk. This issue was a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fall prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Evaluation summary: a visual examination of the power supply revealed the transformer housing is breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not able to be plugged in for testing due to the prongs being sunk into the housing.

Event description:
The customer reported to customer service that the screw fell out of her transformer, wires were exposed and it was hot to touch.